Event description:
A white powdery film was identified on all the pumps opened for 2 boxes of dosifuser 250d2, lot# 181171l. We have sequestered all of the cases/pumps we had with that lot number and those were returned to the vendor. In addition, we identified that same white substance on 2 dosifuser 250d1 pumps, lot# 181087l. Those 2 pumps were returned to the vendor as well. However, other pumps in that same lot/box were unaffected.